Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A pressure testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was an inability to remove the connection during use of an interlink i.v. Catheter ext set. This was identified during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.